Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by user mechanical damage from dropping the device or hitting the device against bone or another device. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that during a procedure, two ar-13997mf, lots 60254 and 46518, were not operating correctly. Follow-up investigation: during a shoulder arthroscopy rotator cuff repair the surgeon attempted to use two different multifire scorpions, both of which would not grab the sutures correctly. Surgeon changed from an arthroscopic procedure to an open repair because the scorpions did not work properly.